Manufacturer narrative:
Additional narrative: (B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device made a loud noise and overheated to 119 degrees 1 minute into the test. It was also noted that the device had a cracked flex circuit and the drive shaft was broken. Therefore, the reported condition was confirmed. It was determined that the broken drive shaft caused the noise and heat. The assignable root cause was for the cracked flex circuit was due to normal wear over time. The assignable root cause for the broken drive shaft was due to exerting extreme force on the device which is abuse and misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
It was reported that during pre-surgery, it was observed that the motor device had loud/rattling noises and died out. During an in-house engineering evaluation, it was observed that the device made a loud noise and overheated to 119 degrees in 1 minute during the test. It was reported that there was no delays due to the reported event. It was reported that a spare device was available for use. There was no patient involvement reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.